Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a dreamstation bipap autosv device's sound abatement foam. The patient has alleged device not functioning. There was no report of harm or injury. No medical intervention was required by the patient. The device was returned to a third-party service center. The technician confirmed visible foam particles in the device evaluation. The device was scrapped. The manufacturer is submitting a final report at this time. If any additional information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.